Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 09/22/2014. The investigation included: method: review of complaint management database for similar complaints. Results: lot number was not provided, the device history record (DHR) could not be reviewed and retain samples could not be evaluated as part of the investigation upon review of complaint system since 2013, a total of seventeen (17) complaints related to ¿delamination¿ for biopatch product family have been reported. Approximately (B)(4) units have been released for distribution since january 2013 ¿ july 6, 2015, resulting in a complaint occurrence rate of approximately (B)(4). As per the product¿s directions for use, the catheter and the device are to be secured with a transparent film dressing which maintains the biopatch disc firmly in place around the catheter insertion site to avoid infection. In order to ensure easy removal of the disc when used with a transparent film dressing, the biopatch should be placed around the catheter insertion site in such a way that the catheter rests upon the slit portion of the biopatch. The edges of the radial slit must be approximate one another to assure efficacy. Furthermore, the patch should be changed as necessary, in accordance with facility protocol; dressing changes should occur at a minimum of every 7 days. However, dressing changes will be needed more frequently with highly exudative wounds. As per the product¿s description, the foam material absorbs up to eight times its own weight in fluid. Additionally, the following is recommended for removal of transparent film dressing: pick up the corner of the dressing and stretch the dressing away from the catheter while holding the catheter in place (dressing will partially lift.) Peel back until resistance is felt. Repeatedly stretch and peel as necessary until the dressing is removed; the biopatch will remain attached to the transparent film dressing, so removal will be simultaneous. Conclusion: given that the complaint unit was not returned for evaluation, the reported incident ¿blue top delamination¿ could not be confirmed. Since the lot number was not provided, the device history record (DHR) could not be reviewed and retain samples could not be evaluated as part of the investigation. Therefore, no assignable causes were determined. The adhesive used on the film (pn: 40009-001 and 20458-001) material (mtc 611) is dispersible in water. Consequently, an oversaturated dressing has the potential to cause detachment of the scrim material from the chg drug loaded polyurethane foam. This oversaturation condition is not related to a malfunction of the biopatch disk and does not affect the drug release effect of the product.

Manufacturer narrative:
This is the first of 2 complaints from the same customer, same product, same product problem. MFR report number 2648988-2015-00055 and 2648988-2015-00056. Summary of additional information received 07/27/2015: the PICC dressing is changed at 24 hour post initially having the PICC placed or due to bleeding at the site. The blue colored piece of the biopatch dressing is adhering to the PICC. The dressing is removed slowly with our fingers. There is no exudate noted upon dressing removal. The skin prep is allowed to dry during the dressing application. Tegaderm was the dressing used to cover the PICC and biopatch. It is included in the kit. The primary concern about the adherence is (catheter) migration. Additional information received 07/31/2015: as reported by the customer, "in reviewing the case with my staff it has been determined that the main concern and reason for bringing this to someone's attention was the fear of migration and possible damage that could have been caused. Many staff have expressed difficulty with someone's attention was the fear of migration and possible damage that could have been caused. Many staff have expressed difficulty with removing the dressing safety and causing a 1-2 cm migration related to the dressing changes. To the best of my knowledge we have not had any serious events related to complete dislodge of the PICC or significant migration that would have rendered the PICC unusable as it relates to the dressing change alone. It is simply an area of concern because staff finds it difficult to remove the dressing without some type of migration and they are concerned about causing major damage to the patient".

Event description:
It was reported by a customer/distributor they received numerous complaints about the product adhering to the PICC line at the 7 day dressing change. It is unknown how many times the facility has experienced the noted issue. Additional information has been requested. An additional complaint will be reported to capture the occurrence of another similar event. This is report 1 of 2.